Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4) , serial: (B)(6) , batch: a000144415.

Event description:
It was reported that one of the patient's leads migrated. Surgical intervention was undertaken on (B)(6) 2023 in which the lead was explanted and replaced to address the issue. The investigation was unable to determine which of the leads attributed to the event.